Event description:
Device 2 of 4: reference MFR. Report #: 3006705815-2018-02472, reference MFR. Report #: 1627487-2018-09428, reference MFR. Report #: 1627487-2018-09429. Follow up information identified the patient¿s leads had eroded through the midline incision. As a result, the physician explanted the scs system and prescribed antibiotics. The patient was not hospitalized for the infection.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR. Report #: 3006705815-2018-02472, reference MFR. Report #: 1627487-2018-09428, reference MFR. Report #: 1627487-2018-09429. It was reported the patient met the physician for a wound care check on (B)(6) 2018. The physician slightly opened the lead incision site and noted a superficial pustule at the epidermis layer. The physician cleaned out the wound site; no product was explanted.